Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the superior gluteal artery using a pod packing coil (pod pc) and a lantern delivery microcatheter (lantern). It was noted that the patient anatomy was tortuous. During the procedure, the physician placed five ruby coils into the target vessel using the lantern. While attempting to advance a pod pc, the pod pc became stuck and would not advance at all within its introducer sheath. Therefore, the pod pc was removed. The procedure was completed using twelve additional ruby coils and the same lantern. There was no report of an adverse effect to the patient.